Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
It was reported that the head of the curette broke off in the disc during a direct lateral interbody fusion (dlif) spinal surgery. The broken curette piece could not be retrieved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.